Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via the manufacturer representative (rep) for a foreign clinical study reported the color of the skin on the device was a little blue. Interventions included an explant/replacement of the neurostimulator on (B)(6) 2018. There were examinations on (B)(6) 2017 and (B)(6) 2018 where they could see the device through the skin. During a follow up appointment, the patient showed the hcp that the color of the skin was a little blue. The patient has lost a lot of weight and the device was superficial but the skin was calm. The profile of the device was superficial but no problem. On (B)(6) 2017, the color of the skin was less blue and calm. On (B)(6) 2018, the color of the skin was more blue. The surgeon saw the patient and the skin seemed to stick on the device in the inferior part of the device but the skin was calm. On (B)(6) 2018, they saw that the color of the skin was getting better and all was calm. But after a call from their family doctor, they came to show that they could see the device. They did a frotti, gave the patient antibiotics, and came the following day to change the device, clean, and close the scarve. It was reported that the event was related to the device or therapy and possibly related to the implant procedure. The event was reported to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the color of the skin discoloration was that the patient lost a lot of weight. There was a report that the device was superficial but had no problem. Other interventions included medication administered which were antibiotics that had to be taken for 10 days. The event resulted in an urgent care visit on 2018-(B)(6). The issue was resolved without sequelae on 2018-(B)(6). No further complications were reported/anticipated.